Manufacturer narrative:
The reported complaint of user advisory - ua12 (lifeband not present) error message on the autopulse platform (serial # (B)(4)) was confirmed during archive data review; however, the ua12 error message was unable to be reproduced during functional evaluation. No device malfunction was found during the functional evaluation of the returned device. User advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Upon visual inspection, the autopulse platform passed inspection, no visible damages were observed. During functional test, the autopulse platform system passed functional testing. The autopulse platform system was stressed out using a test manikin for approximately 13 minutes, there was no problem found. The check belt switch assembly was within specifications. A review of the autopulse's archive data was performed and it showed multiple ua12 error messages occurred on (B)(6) 2019, rather than on the reported event date given by the customer of (B)(6) 2019, thus confirming the reported complaint. In addition, the archive also showed multiple of user advisories ua45 (not at "home" position after power-on/restart). The lifeband straps were not pulled completely out prior to turning the device on. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the re-evaluation of the ap platform, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse platform system (serial #(B)(4)) displayed user advisory - ua12 (lifeband not present). User removed the lifeband, reinstalled correctly and ua12 still persisted. No patient involvement.